Event description:
It was reported that lead noise on the ventricular channel was observed. The lead was capped and replaced at the time of device change out due to eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.